Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) should have alarmed as vtach but alarmed tachy instead. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) should have alarmed as vtach but alarmed tachy instead. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) should have alarmed as vtach but alarmed tachy instead. No patient harm was reported. Investigation summary: multiple follow-up requests for additional information were sent to the customer, but they have been unresponsive. A definitive root cause could not be determined since neither the device nor device logs were returned for evaluation, and the complaint could not be duplicated. Possible causes of inaccurate or false tachycardia alarms may include user error with incorrect device settings. A complaint history review for this cns model shows 2 similar complaints under tickets (B)(4) and (B)(4) in which the issues were respectively found to be due to an incorrect patient type setting and incorrect wave selection for ECG learning. A review of the complaint device's serial number does not show recurrence of this issue. A review of the customer's complaint history does not show recurrence or trends. Nk will continue to monitor and trend similar complaints. The following fields contain no information (ni), as attempts to obtain the information were made, but not provided. A2 - a6 b6 - b7 d10 attempt #1 06/19/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/07/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 07/10/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) should have alarmed as vtach but alarmed tachy instead. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) should have alarmed as vtach but alarmed tachy instead. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields are not applicable (na) to the MDR report: d4 lot number & expiration the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device attempt #1 06/19/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/07/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 07/10/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.